Event description:
While asleep using my CPAP machine, I was awakened because my breathing became labored at 4 a.m. I stopped the machine, thinking I need to adjust my tubing. Once I readjusted everything, I restarted my machine. The labored breathing continued. I discontinued use of my CPAP that night. Due to it being a weekend, I decided not to use the machine until I could get it serviced on monday. On monday, I went to medical necessities in hendersonville, tn where I had obtained the device. However, I noticed when I disconnected everything to place it into its carrying case, the nasal pillows had black areas on it. The cannula tubing looked grey vs clear. I hadn't noticed it on saturday when I discontinued using the CPAP machine. I had not turned on the lights. So, it wasn't t until I was packing it into its case for transport, did I see the discoloration on the equipment. Once at medical necessities, the lady who was on duty that morning took the machine out of the case. She immediately opened the filter case and laid the blackened filter on the table in front of me. I was shocked at the color of the filter. It look like it had been dipped in black powder or soot. I expressed that that's not how the filter normally looks when I change it. It was at that point my daughter and I had the realization that this could have had a really bad outcome. We realized that my labored breathing was due to the machine malfunctioning and could have caught fire. It occurred to me that I had been breathing soot during that time. That was the reason the nasal pillow and cannula was discolored. I told the lady to send everything to the manufacturer so they could see the extent of the malfunction of the CPAP machine. She appeared reluctant. But I insisted that everything be sent back. It wasn't until I was home did I think I should've had pictures. My daughter had to return to get my cannula because I didn't have one at home to use with the loaner machine. So I was able to get pictures of it. The lady didn't send a new one for me to use. So, that's when I took the pictures. I am also a retired registered nurse. I knew this need to be reported.